Manufacturer narrative:
Device received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify over delivery anomaly due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level and had over delivery and reasons of alleging insulin pump was over delivering had wake up with lows. Customer's blood glucose value was 49 mg/dl, 129 mg/dl, 45 mg/dl, 50 mg/dl, 267 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was treated with pills and eats carbs and treated with glucose tablet. Customer will not be returned insulin pump for analysis.